Event description:
It was reported that the patient was admitted to the hospital exhibiting withdrawal symptoms including itchiness, pain and increased spasticity. The patient had .5 ml of baclofen in their pump according to the telemetry but when aspirated, the hcp (healthcare provider) did not get any fluid back from the reservoir. The hcp filled the pump as well as aspirated the side port and was able to get back 2 ml's of fluid. The patient was administered a 20 mcg bolus through the pump and additional 40 mcg bolus through the pump approximately five hours later. The hcp believed the home healthcare company that manages the pump forgot to refill the patient's pump and that is what caused the hospital admission and treatment for withdrawal. It was later reported that the home health company forgot to schedule the patient¿s refill after the patient¿s prior refill. It was noted that the volume discrepancy was never the issue, the empty pump was. At the time of report, the patient was doing fine and receiving effective therapy. The pump was used to infuse compounded baclofen.

Manufacturer narrative:
Concomitant product: product ID 8711, lot # j10941r25, implanted: (B)(6) 2002, product type catheter, (B)(4).